Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch #309d12. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an ecr45g reload loaded on the device. The reload was received partially fired (B)(6). The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, the knife was noted to be partially advanced. The knife reverse switch was activated, and the knife returned to home position automatically. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 309d12, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number m9au9x, and no non-conformances were identified.

Event description:
It was reported that during a pneumonectomy surgery, could not fire without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.